Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer/o-ring.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 88mg/dl at the time of call. Trouble shooting was performed and found the o-rings at the top of the reservoir was coming off. The insulin pump rattle when shaken. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.